Event description:
During meniscus repair, when the surgeon pulled the suture to advance the sliding knot, the suture was cut. Knotpusher was used. The surgeon was not able to tie off the t¿s because the suture between t1 and t2 was cut. T1 and t2 of the complaint device were left untethered inside the body. Another fast-fix 360 was used to complete the procedure. The adequate fixation was completed with the back-up device.

Manufacturer narrative:
One fast-fix 360 reversed curve ndl deliv was returned for evaluation of the reported complaint mode, "broken suture". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No visible damage was noted to the parts returned. Given the state of the returned device, no functional testing could be performed. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).